Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. A winding former with a re-parked needle-suture piece, a detached needle, two suture pieces and a paper lid were returned for analysis. During the visual inspection of samples, the swage and attachment area were as expected. Also, needle/suture combinations and suture pieces have begun with the process of disintegration and the time of exposure of suture to the environment could not be determined. The product contains an absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and no functional test can be performed due to sample condition. In addition, the foil was not returned for evaluation to determine if any damage was present, that could be attributable to degradation of the suture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Since the foil was not received for evaluation, no conclusion could be reached as to what may have caused the reported incident, the assignable cause of the reported complaint could not be determined.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences. No additional information was provided.